Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient¿s PICC catheter was inserted on (B)(6) 2026. During this period, the catheter was used and maintained normally. On (B)(6), during a routine maintenance visit, it was observed that no blood returned when suction was applied. Upon gently pushing the flushing solution, fluid leaked from the cannula site. Upon retracting the catheter approximately 3 cm, a rupture was discovered spanning about half its circumference. After consulting with the patient, the catheter was removed.